Event description:
A patient reported that they kept getting error 1 and error 2 on the meter. These issues were not resolved with troubleshooting. Patient did not have any symptoms. Patient also had performed a precision test with results of 250 mg/dl and 148 mg/dl within 5 minutes with a difference of 45%. There was no medical intervention or treatment given. Patient was also comparing their meter to an accucheck meter (invalid comparison). No further information has been reported.